Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with approximately 300 units. There was no impact to the customer's blood glucose level. The customer added an additional 100 units of insulin and would resume insulin delivery.